Event description:
Ous MDR - after an implantation period of about 14 months, impedance values > 3000 ohm were reported. The lead was replaced and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 24,5 cm distal to the is-1 connector pin. Only the proximal part was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The visual inspection revealed abrasion marks along the lead fragment. The insulation was found intact at these positions. Due to the dissection the electrical inspection was not properly feasible. In summary, the lead was found dissected. No deviations were noted in the available lead fragment which might have led to the clinical observation. There was no sign of a material or manufacturing problem.